Event description:
It was reported that the patient will have a revision surgery for an inflatable penile prosthesis(ipp) device due to the device not working. The patient is currently receiving treatment in a public hospital and all other information is unknown at this time.

Manufacturer narrative:
Additional information received that the patient had a procedure to replace the ipp on (B)(6) 2020. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had wear at a fold in the cylinder body; no leak was found. Cylinder 2 has a small hole in the outer tube in the cylinder body that was result of sharp instrument damage which likely occurred during explant; however, there was no damage to the inner tube resulting in the cylinders to pass the leak test. Cylinder 2 has folds that indicate possible buckling of the cylinders in cylinder body; no leak was found. The krt was worn; no leak was found. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found.the pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 102008, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that the patient had a revision surgery for an inflatable penile prosthesis(ipp) device due to the device not working. The patient previously had treatment in a public hospital.